Event description:
Customer reported she was hospitalized with diabetic ketoacidosis. Customer was treating with the insulin pump but it must have not been delivering due to a possible occlusion. Customer was vomiting and was dehydrated. She was in the intensive care unite for one day. Blood glucose value was 430 mg/dl. Customer reported damage to the drive support cap; she stated it is flush with the case. Time, date and bolus wizard are correct. Customer is unsure about the basal rates settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. There was no cosmetic damage noted.